Event description:
A mother reported same adverse event experienced that occurred with both daughters using band aid brand tough strips. Both of her daughters used the band-aid product on (B)(6) 2023. The mother mentioned that her daughters had used band-aid tough strips previously without any issues. As per reporter, on (B)(6) 2023, her second daughter, who used the band-aid to cover the wound for 2 days, experienced reaction described as a raw red patch almost looks like a burn. The symptoms have stayed the same after the daughter stopped using the product. As per reporter, the doctor recommended flucloxacillin, crystaderm, and soban cream for the treatment. The daughter took an oral antibiotic and applied topical creams on the affected area. It was reported that, daughter infection remained the same. This is a medwatch two of two to capture the event for daughter who used the band-aid for 2 days and had a reaction on (B)(6) 2023. See the medwatch 1000599868-2023-00005 which captures the event for the reporter other daughter who used the band-aid for only 1 day and had a reaction on (B)(6) 2023.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a2, a4, a5: patient identifier, age, weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one band aid brand tough strips 40ct (B)(4). (B)(4), (B)(4), lot number 220715. Device is not distributed in the united states but is similar to device marketed in the USA. (Bab tough strips 20s USA 381370044086 8137004408usa 8137004408usa). D4: UDI: (B)(4). Upc #:(B)(4). Expiration date: (B)(6) 2025. Lot #: 220715. D10: device is not expected to be returned for manufacturer review/investigation. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6) 2022. H6: health effect clinical codes: e1718 also refers to patient alleged about "horrible raw patch that almost looks like a burn". E2402 refers to consumer;intentional misuse/off-label use of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.